Event description:
During the device evaluation, the uretero-reno fiberscope was observed to exhibit peeled-off/detached adhesive from the device bending section sheath. There was no patient involvement, and no harm was reported as a result of the event.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the observed detached adhesive could not be determined, however, the sheath adhesive detachment was likely the result of component failure due to repetitive use stress and or external factors and is a known inherent risk of the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.